Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has continuously been receiving a button alarm half way through bolus delivery. Reportedly, customer is able to clear the alarm and delivery the remaining bolus. There was no impact to customer's blood glucose level.